Event description:
The patient had esophageal dilation on 11/8/91 at 2:10 p.m. The physician used #46, 48 and 50f maloney bougies for the procedure. Procedure occurred without. Patient was discharged at 2:55 pm on 11/8/91. The patient returned to the ER at 12:33 am on 11/9/91. Ptient was vomiting blood. The patient was admitted, taken to surgery for repair of intestinal perfpration. Patient was subsequently discharged on 11/19/91. The new modified bougies were used with the proceduredevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.